Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading was 7.4 mmol/l. Troubleshooting was performed. Customer insulin pump got exposed to moisture while surfing. Customer also reported crack across battery compartment. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received with a blank display due to corroded electronic assembly. The motor, battery tube and battery cap metal contact found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.